Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, while the patient was at a therapy group, she experienced sweating, trembling, and felt confused. At that time, the cgm displayed a reading of 140 mg/dl and when she checked her bg reading, her blood sugar level was 40 mg/dl. The group called for emergency medical services (ems). Ems transported the patient to the hospital; the patient is unable to recall if ems provided any treatment or taken any cgm/bg readings. Upon arrival, the patient was treated with intravenous dextrose. An unspecified time later, the nurse took the patient¿s finger stick reading and it showed 120 mg/dl while the dexcom "continued" to display 300 mg/dl. The patient received "dextrose strips" and remained under observation overnight. She was discharged the following day. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid was taken during the patient's group therapy session. The reported glucose values fall within the c zone of the parkes error grid was taken at the hospital. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.